Event description:
Customer reported issues with the insulin pump. Customer states that there is information missing from the display. Customer states that the blood glucose reading is 247 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. No missing segments noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.